Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that thrombosis occurred. During a watchman procedure, a versacross connect laac was selected for use. Eliquis was stopped two (2) days prior to the procedure. Act was 239. A 10,000 units of heparin was given prior to transseptal puncture. After transeptal puncture (tsp), a mobile thrombus was seen on the non-boston-scientific pigtail catheter. The thrombus was aspirated with a 50cc syringe and the case continued. The closure device was implanted successfully with no issues. The patient was discharged on (B)(6) 2025 and is expected to fully recover. The device is not expected to be returned for analysis.